Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarms noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarms noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, and missing end cap sticker.